Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's surgical lead was left in the patient. The 0-7 is the surgical lead and the 8-15 is the perc lead. When the surgical lead was placed it was difficult to place and ended up pretty lateral (to the right and the patient's pain pattern is their left leg). High frequency settings were used for the patient with little relief the doctor placed the perc lead to the left of the surgical lead and the stimulation was tested intraoperative and the patient received great stimulation coverage. The issue was resolved, and this information was confirmed with both physicians. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 13-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient had a revision due to the placement of their surgical lead. The surgical lead is located too lateral on the right side. The patient's main pain area is their left leg. The revision occurred on 2018-may-31. The healthcare provider (hcp) is going to disconnect the 8-15 lead tail and insert a percutaneous lead next to the surgical lead in a better position to get better coverage for the patient's left side. The rep asked about ways to preserve the tail from the surgical lead. The labeling was reviewed with the rep. The rep called back and wanted to know if there is a way to keep the surgical lead information after one of the tails have been pulled out and a new percutaneous lead wasput in its place. It was suggested to the rep to reconfiguring to 2 percutaneous leads and making a note of the change. No further complications were reported. No patient symptoms were reported.